Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that on multiple occasions, the pump's battery would suddenly deplete and then the percentage of charge would fluctuate. The customer could not recall if the blood glucose level was impacted. Tandem technical support was unable to troubleshoot as the event was not presently occurring.